Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the braid had fallen apart on every tampon she had used. No injury was reported.